Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent. Approximately seven (7) months post initial procedure, a type ia endoleak, aneurysm expansion and occluded right iliac limb were detected on (B)(6) 2018, at which time the patient was asymptomatic. Endologix became aware of the reported adverse events and product problem on (B)(6) 2018. The physician elected to treat the patient by implanting an aui (non-endologix) device on (B)(6) 2018, and no devices were explanted.